Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported that a zxr00 intraocular was explanted due to a fissure in the middle of the optic zone.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 11/10/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and visual inspection of the return sample shows the product is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.